Event description:
Follow-up information revealed the patient underwent surgical intervention where the patient's ipg was explanted and replaced with a new one. The patient reported effective therapy postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving any communication from her ipg. It was also reported the patient has recently lost a significant amount of weight. The physician believes the ipg has migrated as such, the patient may undergo surgical intervention at a later date to address the issue.